Event description:
It was reported on that on (B)(4) 2022, tna suprapatellar instrumentation missed the static hole in the proximal nail. There was no delay in the surgery. The procedure was completed successfully. No patient consequences were reported. No further information is available. This report is for an aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 part # 03.043.029, lot # 2024490, manufacturing site: synthes gmbh, supplier: (B)(4), release to warehouse date: 26 march 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aim-arm radioluc was observed with signs of normal usage. Alignment issues are most likely due to the drill bit being deformed/bent as the complaint device does not present any dimensional defect. A dimensional inspection was performed for the aim-arm radioluc and met specifications, a vermont gage, zz plus, (3.2 mm) was used to simulate the drill bit/3.2 guidewire and to test the nail end hole, the pin was able to be inserted accordingly with no issues. A functional test was unable to performed, due to the mating device (drill bit) was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the aim-arm radioluc would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: - aiming arm, radiolucent se rev. I (current and manufactured). Dimensional inspection: drawing: I current feature: nail end insertion hole specification: according to surgical technique guide measured dimension: (conforming) measurement device: vermont gage, zz plus. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.